Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in an attempt to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. To continue insulin delivery, the customer was advised to use multiple daily injections (mdi) as a backup. The customer did not have the most up-to-date pump software, so technical support arranged for the delivery of a replacement pump with updated software. The customer was instructed on how to return the problematic pump, understood the process, and acknowledged the need to program their settings into the new pump and connect their continuous glucose monitor (cgm) to it.